Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported, that during an initial implant procedure, the impactor tip broke during poly impaction. No pieces fell into the patient wound site. Pieces were all accounted for. The surgery and pt were unaffected. The patient was last known to be in stable condition following the event. The device is available for return.

Event description:
Based on historical complaint investigations and the reported event, the fractured humeral liner impactor tip reported may have been the result of a stress riser introduced during impaction, which led to crack initiation, propagation, and ultimate fracture. Additionally, the device may have experienced material degradation if sterilized beyond the recommended parameters listed in the reprocessing instruction which could have led to the observed failure. However, this cannot be confirmed as the device was not available for evaluation.